Event description:
Review of the surgical database shows a bent im nail with an open non-union fracture site. The report does not include any comments from the surgeon. Review of patient x-rays confirms a non-union with an implanted im nail bent at the site of the non-union. Post-op views indicate that an exchange nail procedure was performed to replace the nail and repair the non-union. Review of the sign e-mail system found no additional information on this case. Cause: it appears to have been caused by a non-union of unknown duration without follow-up medical attention, possibly complicated by the stress of fwb by the patient, no information of additional trauma. No indication of product defect.